Event description:
It was reported that the right ventricular lead was found to be dislodged during a follow up visit. The lead was capped and replaced. During the lead revision it was impossible to fasten the lead in the pacemaker due to the setscrew not working as it should. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.